Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) clarifying that the impedances on contacts 13 through 15 were high. It was reported that this information was confirmed with the healthcare provider (hcp) on the day of reprogramming. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that during reprogramming the rep found an impedance issue on contacts 13-15. There were no factors that may have led or contributed to the issue. The rep evaluated the programs being used and reprogramming was done to avoid use of those electrodes with impedance issues. It was indicated that the issue was resolved at the time of the report. No surgical intervention occurred or was planned. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacture representative reiterated that electrodes 13-15 were >10,000 ohms, but that the stimulation as already programmed around these electrodes and the patient was getting good coverage. No further complications were reported.